Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to a company representative as a general statement the reusable irrigation/aspiration (I/a) tip has a burr on it. Procedure details and patient impact have not been reported. Additional information has been requested but not received.